Event description:
An attempt to upgrade the firmware was unsuccessful and stimulation was lost. The pt was hospitalized for pain due to loss of stimulation. The pt was reprogrammed at a later date and is receiving adequate therapy from the system. The firmware upgrade process was also repeated with acceptable outcome.

Manufacturer narrative:
This is a final report.